Event description:
Service technician was testing the device during routine maintenance and the device was heating up. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.